Event description:
It was reported the pt experienced a headache and a periodic pulling feeling after a fall. The pt fell after blacking out while stepping off a porch. The pt had no other symptoms. The implanted dbs device works well. The physician checked the device and stated 'everything looks ok." The pt was on ineffective pain medication for the headaches. The symptoms were felt at the lead location on the left side of her head. The pt remained at home in good status.